Event description:
It was reported that the patient was having difficulty maintaining the ipg with routine daily charging. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively and explanted ipg was discarded.